Manufacturer narrative:
On (B)(6)2020 , the product investigation was completed. Summary: it was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system and a map shift issue occurred with no error message, no patient movement or cardioversion. Originally it was reported that during the procedure, there was a map shift of the left atrium. They used a new map to finish the procedure. There was no patient consequence reported. Device evaluation details: the issue was investigated under ir (B)(4) . It was found that the reported map shift was caused due to high metal values during fam acquisition. The issue is related to defect #35980. The defect is being handled per sw defect management procedure. The history of customer complaints reported during the last year associated with carto 3 system #001394 was reviewed. No similar complaints were found there out of 9 additional complaints. A manufacturing record evaluation was performed for the system 001394, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system and a map shift issue occurred with no error message, no patient movement or cardioversion. Originally it was reported that during the procedure, there was a map shift of the left atrium. They used a new map to finish the procedure. There was no patient consequence reported. With the information available, this map shift was assessed as not reportable as there was no indication that there was no error message, no patient movement or cardioversion. Additional information was received on june 3, 2020. A map shift occurred while ablating in the left pulmonary vein. No error messages were displayed, the map shift was discovered because the catheters location changed, and they were visualized outside the fast-anatomical mapping (fam). The difference was approximately about 10-15 mm. No cardioversion nor patient movement occurred prior to the map shift. Per the additional information received stating that the map shift occurred with no error message, no patient movement or cardioversion was assessed as a MDR reportable malfunction. The awareness date for this reportable issue is (B)(6) 2020.